Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The blood glucose was unknown. The customer stated that they went to the magnetic resonance imaging and left on the chair and the pump did not work. The customer was in the hospital and the insulin pump was exposed to an magnetic resonance imaging and now the pump will not turn. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer stated that hospitalization was not caused by insulin pump or blood glucose. The device will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No blank display during testing. The motor was tested outside of the device and passed. (B)(4).